Event description:
It was reported that the device was at eri (elective replacement indicator) after 3.3 years of being implanted. Device changeout was indicated. Approximately two weeks later, the device was explanted and replaced. It was returned with a report of early eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) did not meet expected longevity, cause unknown. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.